Manufacturer narrative:
Visual and photo inspection confirmed the reported condition. The flex driver had a bent flex shaft. The device was used for treatment. The device manufacture date is october of 2005, resulting in a field age of over 8 years to date. This type of event may be related (but not limited) to: excessive force that may have been applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and low speed/high torque of operation. A definitive root cause for this event was not determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the surgeon was dissatisfied that the flexible drill bound up and rippled during surgery. Surgery was completed with another device.